Event description:
The patient had a hip implant performed on (B)(6) 2012, did well postoperatively and was discharged on (B)(6) 2012. On (B)(6) 2012, the patient was admitted for a revision due to disassociation of the acetabular shell. The problem with the implant began approximately one week post discharge.